Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured and possibly had insulation damage. It was also reported that the implantable pulse generator (ipg) could not be interrogated due to the battery being at end of life (eol). The ipg and lead were extracted and physician replaced pacing system with an implantable cardiac monitor (icm). No patient complications have been reported as a result of this event.